Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not been returned for evaluation. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00069.

Event description:
It was reported that during withdrawal of an embolization coil in a splenic aneurysm over an acute angle, the coil detached in the aorta. The coil was successfully retrieved with a snare device. There was no reported patient injury. The patient was reported to be stable.

Manufacturer narrative:
The implant coil was returned for evaluation. The pusher was not returned. The coil was noted to be stretched near the proximal tie knot section. The distal section was still closely wound, and had gel floating inside the coil. Based on the reported details and investigation findings, the complaint of a coil detachment was confirmed. The root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded its maximum strength specification.